Event description:
On (B)(6) 2009, a spontaneous report was received from a physician assistant (pa) regarding a (B)(6) female who received an injection os restylane (cross-linked hyaluronic acid dermal filler) and an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to penicillin. Concomitant medications were unknown. The patient received injections of restylane, 4 cc total (4 syringes), and perlane, 2 cc total (2 syringes), on (B)(6) 2009 to the nasolabial folds. Pre-procedure medications included topical betacaine with 99% alcohol afterward. It is unknown if any additional procedures were performed at the time of implantation. Initially, the patient was very pleased with the result. On (B)(6) 2009, the patient reported redness and though she might have an infection. On (B)(6) 2009, the patient was prescribed keflex (cephalexin; dosage unknown). On (B)(6) 2009, the patient reported a fever of 104.0 fahrenheit and was going to the hospital. The patient was subsequently admitted to the intensive care unit (ICU). The pa stated many tests and cultures were performed. Results not provided. On (B)(6) 2009, the pa reported not knowing if the patient was still hospitalized and no further information.

Manufacturer narrative:
Additional PMA/510(k): p020023. Additional information has been requested. The other suspect medical device identified in this report, perlane, has been reported as mrn# 2032896-2009-00007 (B)(4).